Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (dilaudid) 20 mg/ml for a total dose of 5.253 mg/day and bupivacaine 10 mg/ml for a total dose of 2.626 mg/day via an implantable pump for spinal pain. It was reported in (B)(6) 2016 (2-3 days ago) patient went in for first refill following pump replacement and the healthcare professional (hcp) could not refill the pump because the pump had flipped over, and the back of the pump was facing the skin. An x-ray was performed to confirm this. Caller stated that the "catheter was evidently in the wrong spot now too" and they believe the sutures" evidently broke or came apart" causing the pump to move around and flip. Caller noted they were going to "surgically flip it back over." Caller inquired if they will replace the catheter as well, and it was reviewed that it was a medical decision and would be up to the hcp. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.